Manufacturer narrative:
Additional information provided in section b.5 and correction information provided in section h.11 the initial decision to report was incorrect resulting in the initial report with event decline in vision being submitted in error. This event decline in vision is not considered to be actual event. Hence, it was deleted. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received that patient symptoms are resolved. The initial decision to report was incorrect resulting in the initial report with event decline in vision being submitted in error. This event decline in vision is not considered to be actual event. Hence, it was deleted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported via clinical study reported that a patient who underwent a comprehensive ocular surgical procedure involving posterior vitrectomy, laser coagulation of retinal lesions, vitreous gas injection, retinal repositioning, and vitreous gas-liquid exchange on the right eye. However, following the surgery and during the subsequent monitoring period, the patient experienced a decline in vision, along with complications including rhegmatogenous retinal detachment, macular hole, and retinal degeneration. To address these issues, the patient received treatment involving anticholinergics, fluoroquinolones, antifibrinolytics, aminoglycoside antibiotics, and corticosteroid drugs. Additional interventions included internal limiting membrane peeling, laser coagulation of retinal lesions, and the placement of ophthalmic oil in the vitreous for retinal reattachment. The surgery was completed and the patient was prescribed with beta-blockers, alpha adrenergic agonists eye drops. Additional information received clarifying that the retinal detachment in right eye still persists.

Event description:
Additional information received that patient symptoms are disappeared without sequelae.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the retinal detachment in right eye still persist.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no samples returned for testing on this investigation. Based upon the information obtained, the root cause of the reported event cannot be determined at this time. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation. Based upon the information obtained, the root cause of the reported event cannot be determined at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).